Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose was 40, 330, 398 mg/dl. The troubleshooting was not performed for high and low blood glucose. There was sensor updating; change sensor and calibration not accepted alarm. The product will not be returned for analysis.